Manufacturer narrative:
This complaint is confirmed. Gross nad microscopic examinations show the tyvek lid stock has been compromised. The lid stock has been inadvertently cut by a knife during the opening of the over shipping box. The complainant indicates that the over shipper box was difficult to open and when attempting to open with a knife, the product was inadvertently cut. The complaint sample collaborates with the complaint incident report.

Event description:
"I received an order with item number (B)(4). It came in a small box with no edges to cut and no instructions to not open with a knife. The box was actually quite difficult to open as it was glued together. Anyway, I opened it with a knife and cut into the product."